Manufacturer narrative:
Pump received unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to compromised force sensor system alarm due to loose drive support disk.

Event description:
The customer reported via phone call that they experienced high blood glucose and received no delivery alarm. The customer's blood glucose was 388 mg/dl at the time of incident. Customer states the insulin exited. Customer does not want to troubleshoot. The insulin pump will be returned for analysis.